Manufacturer narrative:
Product ID: 8731, lot# b005986n59, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain and failed back surgery syndrome. The patient suffered from disabling chronic low back pain stemming from an injury on (B)(6) 1983 and failed low back surgeries. In order to reduce pain associated with his condition, the patient was persuaded to have synchromed el device implanted in his abdomen to administer a combination of medications into the intrathecal space of his spine to reduce or eliminate the need for oral medications to control his pain. When the device failed the patient was persuaded to have a synchromed ii device implanted to replace it. On (B)(6) 2010 the patient had a replacement of an 8637-40 pump ((B)(4)) implanted and an intrathecal catheter. He was having replacement of the device due to a battery failure. During this surgery, he also had a replacement revision of the distal intrathecal catheter as the catheter had frayed and fractured at the nipple site where it attached to the pump. On (B)(6) 2013, the patient underwent a procedure to replace his catheter with a 66.0 cm ascenda intrathecal catheter model #8781. The patient suffered injury due to two non-conforming, adulterated, and defective intrathecal catheters {refer to 3004209178-2014-18132 regarding the 8781 catheter}. These catheters were noted by his medical providers to be frayed and broken, and thereby failed to properly deliver medication to the patient's treatment site as programmed by his medical providers. Catheters were implanted in the patient's body and failed during their normal use, which prevented accurate delivery of medication to the patient's intrathecal space at the programmed rate and prevented the treatment the device was designed to provide. Because his device could no longer effectively deliver medication to the treatment site in a safe manner, the patient's device caused significant injuries and required revision and ultimately removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.